Event description:
The manufacturer received information alleging a ventilator was alarming for a high internal oxygen alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed and a leak condition was found. The device's oxygen blending module board and pressure sensor port clip need to be replaced to address the issues.